Event description:
It was reported that a user sought to return an ilet system, citing problems with the infusion set and difficulty maintaining blood glucose control, and the device serial number was provided. Symptoms included hyperglycemia. Outcomes included no reported hospitalization, injury, or medical intervention beyond contacting the healthcare provider. Investigation included initiating a return and requesting the device and accessories for evaluation. Investigation of this case revealed no confirmed device malfunction to date and an unclear cause for the reported hyperglycemia and infusion set difficulties. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.